Manufacturer narrative:
Method:complaint history review; risk assessment. Results: because the device was not received back for evaluation, inspection and testing cannot be performed to aid in root cause analysis. Conclusion: the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that: tip broke off in patient pedicle. Approx 1 inch. Attempted to use tap to dig it out and tip of tap broke along with the t handle it was attached to.

Event description:
It was reported that; tip broke off in patient pedicle. Approx 1 inch. Attempted to use tap to dig it out and tip of tap broke along with the t handle it was attached to.